Event description:
The customer called stating that customer had just changed the batteries and the meter still shows the battery symbol on the screen. During the troubleshooting process, it was determined that several segments were missing from the hundreds position on the display. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.